Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's experiencing persistent pain at the ipg site with or without stimulation turned on. Reportedly, the physician believes the issue is due to the patient's back brace rubbing against the site. Surgical intervention may be undertaken as the next course of action to address the issue. Follow-up identified surgery took place on (B)(6) 2016 during which time the ipg was slightly repositioned. Effective stimulation was achieved postoperatively.